Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately four months ago.

Event description:
It was reported that the patient charge intervals on the ipg were taking longer. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery was used during the procedure. The explanted ipg was disposed of by the facility and will not be returned.